Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual inspection of the returned product found the bearing to be heavily worn. The outer radius exhibits scratching and light grooves consistent with those of a removal tool. A large gouge was also observed. The outer radius also contains deep indentations that have been worn into the surface. Xray review concludes the overall fit of the acetabular implant is unremarkable. There is a superlateral dislocation and bone quality is osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00801802805 femoral head sterile product do not resterilize 12/14 taper lot#64050706, item# unknown shell lot# unknown, item# unknown stem lot# unknown, item# unknown liner lot# unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision approximately 3 1/2 months after initial total hip arthroplasty due to disassociation leading to dislocation. Attempts were made to obtain additional information; however none was available.